Event description:
The 840 ventilator stopped cycling while on use on a patient.the patient was not harmed or injures as a result of the event.the evaluation has not been completed.

Manufacturer narrative:
Section h-6 has been updated. Vent has been evaluated and the bdu pcb was replaced. The vent passed all testing.